Event description:
Complainant alleged that the medics were treating a 51 year old pulseless female pt, who was presenting a ventricular tachycardia heart rhythm. The pt was shocked once at 200 joules, and a second time at 300 joules. At this point, the device screen displayed a "low batt" error message. The medics then changed the device battery. The pt continued to present a ventricular tachycardia heart rhythm. The medics attempted to deliver a 360 joule shock to the pt, but the device displayed a "poor pad contact" error message. The complainant indicated that the medics checked the pads numerous times, but the pads appeared securely attached to the pt, and the device continued to display the same error message. The medics then applied fresh electrodes to the pt, and obtained another device, and successfully defibrillated the pt. The complainant reported that at some point subsequent to the first set of electrodes being applied to the pt, but prior to the error message appearing on the device screen, CPR was performed on the pt. The complainant indicated that the electrodes were discarded subsequent to the event. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.